Event description:
Hub cracked and had to replace catheter, catheter had been in for several weeks. Does not know which dialysis center the patient went to, or what their cleaning protocols may be. No patient injury. Reported by radiology.